Event description:
Additional review determined that the events reported in MFR. Rep. # 3004209178-2011-06637 are related to the events reported in this MFR. Rep. All future follow-up will be conducted under this MFR. Rep., # 3004209178-2011-00983. Additional information received reported that the patient had been experiencing shocking, burning around the neurostimulator area, swelling where the leads were located, and seizures and blacking out when he turned his head. The patient stated this had been going on for the past year. The patient was scheduled to have a replacement surgery 2-3 months ago but it could not be performed due to unrelated medical issues.

Manufacturer narrative:
(B)(4).

Event description:
Received info the pt fell several weeks ago and since then has felt a shocking/jolting sensation in the lead area. Add'l info has been requested and if received, a f/u report will be sent.